Event description:
The issue occurred during a diagnostic cystoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the reported issue is most likely attributable to considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid endoscope telescope had a broken eyepiece. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.